Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube had oil gel globules in it during use that caused the instrument to shutdown. The following information was provided by the initial reporter, translated from chinese to english: "customer complaint, during use, they found 1ea. Tube has oil gel globules issue and cause to the instrument shutdown."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube had oil gel globules in it during use that caused the instrument to shutdown. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer complaint, during use, they found 1ea tube has oil gel globules issue and cause to the instrument shutdown."